Event description:
The facility reported an infusion pump with failure code 570 and batteries with 150 discharges below the alarm threshold. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: failure code 570 was confirmed. Failure code 570 is caused by low battery voltage. Inspection of the device found that the pump's batteries were depleted and potentially damaged. The batteries were therefore replaced, review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA. This incident was originally under manufacturer's report #1423500-2007-00046 which is an incorrect number. This newly created medwatch represents a duplication of the original medwatch and contains the correct manufacturer's number.